Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.7 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as there was severe calcification in the aorta and arteries. The patient presented with a cold leg. The angiogram revealed that the contralateral limb was occluded from the flow divider down. The physician elected to use lysis and balloon with angioplasty balloon the iliac limbs. The blood flow was restored. The follow up angiogram revealed that the stent grafts was still patent with good blood flow. No additional clinical sequelae were reported and the patient is fine.